Event description:
It was reported from the patient's care facility that patient had passed away on (B)(6) 2014. No further information was known at the time of the report. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep. Attempts for additional pertinent information have been unsuccessful to date.

Event description:
The notes summary of the patient¿s care facility around the time of his death was received. Prior to his death, the patient was agitated and combative with staff, refusing full assessment and treatment. Approximately 4 hours later, the next entry shows that the patient was found unresponsive on his back, and had no pulse but was warm to the touch. The patient was thereafter declared dead. No information on cause of death was apparent from the notes. No additional pertinent information has been received to date.

Event description:
It was reported that the patient was transferred from a rehabilitation care center to a nursing home prior to his death. The discharge was approximately two weeks before the patient¿s death. No additional pertinent information has been received to date.